Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two postprandial hypoglycemic events while using the ilet system, with blood glucose values of 68 mg/dl after lunch and 64 mg/dl overnight, each lasting approximately 15¿30 minutes and corrected with oral glucose. Symptoms included hypoglycemia without reported injury. Outcomes included resolution of low glucose following ingestion of orange juice and no reported long-term effects or need for medical intervention. Investigation included complaint handling and user troubleshooting and education, including reassurance that the automated lunch bolus has been adapting over time and discussion of potential target adjustments with a follow-up call scheduled. Investigation of this case revealed no device malfunction or component failure, and the events were consistent with hypoglycemia of unclear cause during routine use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.